Event description:
It was reported that during the procedure for treatment of the heavily calcified proximal left circumflex artery, pre-dilatation was performed and an attempt was made to advance a 2.75x23 xience v stent delivery system (sds). The sds could not cross the lesion. After several unsuccessful attempts to advance the sds through the lesion, the proximal shaft separated outside of the anatomy. The sds was simply withdrawn from the anatomy and exchanged for another 2.75x23 xience v sds which was used successfully to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis and shaft separation and stent dislodgement were confirmed. Failure to advance could not be replicated in a testing environment as it is based on operational circumstances. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience v, everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as a single unit. In this case, several attempts to advance the sds against resistance may have contributed to the shaft separation.

Event description:
Analysis of the returned device noted that the stent was missing from the stent delivery system balloon. Additional information reported that the stent dislodged in the patient. The stent was free-floating in the anatomy and could not be retrieved. The lesion was treated with an additional stent. No additional information was provided.